Event description:
It was reported that a smiths medical trach was inserted into patient and a cuff leak was suspected. Trach was taken out and new trachs were tested. All three of the cuffs of the new trachs were not inflating and could not be used. Customer complained of two similar issues previously which will be captured with these complaints as well.